Event description:
Alleged deflation.

Manufacturer narrative:
Deflation reported as the reason for explantation. Device discarded by surgeon. No findings available.

Event description:
Alleged deflation.